Manufacturer narrative:
As reported, around six days post-implant of the ventralight st mesh using echo ps 2, the patient was diagnosed with seroma, which resolved with no treatment required. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the procedure, however, based on the information provided, no conclusion can be made. Seroma is a known inherent risk of hernia repair surgery. The instructions-for-use (IFU) supplied with the device lists seroma as a possible complication. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(4): (B)(6) 2020 - subject patient underwent a robotic assisted first time recurrent right incisional hernia (10x8cm) repair using a bard/davol ventralight st mesh w/echo 2 ps. Full skin closure was achieved using sutures. (B)(6) 2020 - CT scan revealed normal post-op changes with a seroma which was not unexpected and no surgical procedure was performed for the seroma. Per the study clinician, the reported adverse event has been assessed as mild in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved.